Event description:
The affiliate reported the customer alleged falsely low toxoplasma gondii antibody (igg) result for one patient involving unicel dxi 800 access immunoassay system. The customer stated the result initially recovered reactive, approximately 380 iu/ml. The same patient was redrawn one month later, and the test result was significantly higher. The initial sample was retested and recovered a higher result. The falsely low result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The customer supplied beckman coulter europe with the patient's sample for further analysis.

Manufacturer narrative:
Testing at beckman coulter customer product line support (cpls) laboratory reproduced the customer's results. One sample produced a result 375 iu/ml, and the second sample recovered over range results. Relative light units (rlu's) for both samples were similar. Cpls diluted both samples at 1:10 dilution. Both samples produced similar results, greater than 1200 iu/ml. Heterophile testing with two (2) pools representing eight (8) different blockers did not reveal any interference. Cpls diluted and tested one customer sample ((B)(6)) and another sample (control sample) with high toxoplasma gondii antibody (igg) dose in parallel on the unicel dxi 800 access immunoassay system and an alternate methodology. Dilution recovery of the customer's sample increased with dilution factor of up to 300%, whereas recovery remained around 100% for the control sample. Alternative testing confirmed the unicel dxi 800 systems results. Therefore, it is conclusive the two patient samples provided behave differently than "normal" samples. It should also be noted despite results shown in the IFU (instructions for use) (good recovery with the toxo g assay), it is known that due to varying antigen specificity, affinity and avidity of antibodies in their epitope reactions, some samples may not dilute linearly. Beckman coulter cpls investigation did not show any interference or defective reagent issue.

Manufacturer narrative:
There is no indication service was dispatched for this incident. Further analysis of the patient sample is in process at beckman coulter customer product line support (cpls) laboratory. A supplemental report will follow once results are received from (B)(4).